Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the surgeon used the er320 to clip the gall bladder structures. When the surgeon went to fire the clip applier it ejected clips past the distal end of the clip applier with closing. It also scissored clips. The same applier was used to complete the procedure. There was no consequence to pt.